Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. An olympus field service engineer (fse) checked the device and found that the auto hold function of the power switch did not work. And fse replaced the main switch unit of the device. Omsc has been shipping devices that have been redesigned to improve the damage resistance of power switches since (B)(6) 2013. The device was manufactured before the improvement. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by excessive operating force and number of operations of the power switch. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the customer could not press the power button to turn on the device because the button was broken. There was no report of patient injury associated with this event.